Manufacturer narrative:
A follow up report will be filed when a final investigation has been completed.

Event description:
The core micro drill was returned for service. Upon evaluation at the manufacturer it displayed a bias current error when connected to the console signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement and there were no user injuries or adverse consequences.